Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring and endurant stent graft systems were used in the endovascular treatment of a 72.6mm abdominal aortic aneurysm. The patient has a talent aaa and anuerx stent grafts implanted. It was reported approximately 1 year post the endoanchor index procedure, a CT identified an occlusion of the right limb of the aortic stent graft and an occluded right common iliac artery. The patient had symptoms of claudication leading to ischemia. The physician performed an embolectomy, left to right fem- fem bypass and implantation of a non mdt stent graft and the event resolved. Per the investigator the cause of the event related to the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4) added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.